Event description:
A health care provider (hcp) reported the patient had been losing therapy and they had a sudden return of tremors. When the patient checked the implantable neurostimulator (ins) with the patient programmer, the ins was off. The patient had been able to turn the ins back on to recover their therapy control. The issue had been occurring for the past six months. Follow up with the hcp indicated the cause of the loss of therapy had not been determined. The hcp could not detect any problems with the ins, therapy or lead. The patient was going to keep track of the events and have a manufacturer representative check the device at their next appointment. The patient's indication for use is essential tremor and movement disorders.

Event description:
Additional information received from the patient reported that the intermittent loss of therapy was due to the charger not working properly, and that the issue was resolved with a new recharger antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.